Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows: the iol returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is cracked/fractured-rejectable at the gusset area. The iol met specifications when dimensionally measured for edge thickness and plan view. The used cartridge was returned. The lens is not qualified for this cartridge. Inadequate viscoelastic is observed in the device. The root cause appears to be a failure to follow the directions for use (dfu). In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol presented with a defect in the haptic-optical union. The defect was not evident at the moment of assembly of the lens until the moment of the injection where it presented resistance and did not go through the cartridge channel. Another iol was implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).